Event description:
During a review of programming history for the vns pt's generator, it was noted that there were two programming anomalies that occurred on the device due to faulted system diagnostics tests. The first faulted test occurred on (B) (6) 2006 where the setting was changed from 1.25ma/20hz/500usec/30sec/5mins to 1.0ma/20hz/500usec/30sec/60mins. The physician did perform a final interrogation, and changed the output current back to 1.25ma, however, the off time was left unchanged at 60 mins. This was corrected one month later on (B) (6) 2006. The second faulted system diagnostic test occurred on (B) (6) 2006 which changed the settings from 1ma/20hz/500usec/30sec/5mins to 1ma/20hz/500usec/30sec/60mins. A final interrogation was performed, however it must not have been noted by the physician that the off time had changed to 60mins off, and the setting remained at that off time until the pt was seen again on (B) (6) 2006 where it was reprogrammed to 5mins off time. The pt was seen once in the interim, where the off time remained at 60 mins.

Manufacturer narrative:
Analysis of programming history.